Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coating on the wire partially loosened. A meier guide wire was selected for use during an endovascular aneurysm repair (evar) procedure in the patient's aorta. During the procedure, the doctor inserted the meier wire, but was not able to push it forward; it seemed to him that the surface was very different to what he knew from previous evars. The wire felt a bit rough. It also seemed as if the green coating of the wire would be partially loosened, or "disappears from the wire", during the difficult advancement though the iliac. No portion of the loosened area detached inside of the patient. The procedure was resolved by removing the device and completing with a different wire. No patient complications were reported. The patients condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device returned with its original pouch batch 22139260. A kink was noted as part of overall visual revision. The device came inside a hoope and presented a distal tip kink. The device's measurements were all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the coating on the wire partially loosened. A meier guide wire was selected for use during an endovascular aneurysm repair (evar) procedure in the patient's aorta. During the procedure, the doctor inserted the meier wire, but was not able to push it forward; it seemed to him that the surface was very different to what he knew from previous evars. The wire felt a bit rough. It also seemed as if the green coating of the wire would be partially loosened, or "disappears from the wire", during the difficult advancement though the iliac. No portion of the loosened area detached inside of the patient. The procedure was resolved by removing the device and completing with a different wire. No patient complications were reported. The patients condition was stable.